Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries for the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, a low battery error message appeared on the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was reported that the medtronic representative was unable to replicate the reported issue. The system functioned as intended and the batteries for the imaging system were not replaced.